Event description:
Harmonic curved shears with pistol handle and hand control was in use. When surgeon pressed the handle to make instrument work, the machine would go back to stand-by mode. After three attempts, the instrument was changed to a new one and the new one worked with no problems.